Event description:
On 12-june-2026, it was reported by a sales representative via (B)(4) that an ar-9821 probe plastic portion of the burr broke off. This occurred during use in a case with no patient effect. Nothing was broken inside the patient. Switched to another ar-9821 apollorf xl90, aspirating ablator, 90° extra large to complete case successfully with no patient harm or adverse event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.